Event description:
In 2007, this patient underwent endovascular repair of an abdominal aortic aneurysm. A gore excluder aaa endoprosthesis aortic extender component was deployed, covering the pt's left renal artery, and partially covering the right renal artery. A palmaz stent was implanted to re-establish flow to the left renal artery; as a result, a proximal type I endoleak was noted. The endoleak was resolved using a maxistent. A distal type I endoleak was also noted, and an iliac extender component was inserted in an unsuccessful attempt to resolve the endoleak. Subsequently, an additional palmaz stent was used, sealing off the endoleak. The pt lost 1.5 liters of blood during the procedure, and was treated with a blood transfusion.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted din the pt: pxa230300/05159419, pxc121200/05128998, pxl161407/04938778.